Event description:
Medfusion pump set to infuse 25cc over 2 hours, at 2300 in 2003. At 0200 the next day, medfusion pump had only infused 0.2 cc. The red light indicating the pump had been stopped was blinking but not alarming.